Event description:
The device was used during a hernia repair procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The evaluation revealed damage to the left side of the staple track due to a misfed staple.